Event description:
It was reported that during a procedure of the coronary sinus while the non-abbott automatic implanted cardioverter defibrillator (aicd) was being placed, the guide wire tip became dislodged and remained in the vessel. There was no reported adverse patient sequela. There was no attempt to remove the detached fragment. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Because it was reported that the whisper was being use to place a non-abbott automatic implanted cardioverter defibrillator (aicd), it should be noted that the whisper instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.